Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 99% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.0 x 10 non-abbott balloon catheter. When a 3.0 x 23 mm xience v stent implant was deployed, a proximal edge dissection occurred. The dissection was covered with a 3.0 x 15 mm xience prime. There was no clinically significant delay in the procedure. No additional information was provided.